Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available, a supplemental report will be submitted.

Event description:
The spiderfx became stuck on tip of a catheter and would not advance. The physician pulled on the wire to try to pull back into catheter, but it was an 018 system so it would not retract. The wire then snapped off and detached from filter. No injury to the patient reported.